Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported that this right ventricular (rv) lead dislodged, and caused a perforation. A CT scan showed that the lead was located in the lung. Additionally, there was a decrease in r wave (low amplitude), and the threshold values increased. The patient also experienced muscle stimulation. Surgical intervention was performed to explant and replace the lead. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. Visual inspection of the lead found that the helix mechanism was retracted, and the lead tip/helix appeared intact and undamaged. Testing was completed to assess lead. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead dislodged, and caused a perforation. A CT scan showed that the lead was located in the lung. Additionally, there was a decrease in r wave (low amplitude), and the threshold values increased. The patient also experienced muscle stimulation. Surgical intervention was performed to explant and replace the lead. No additional adverse patient effects were reported.